Manufacturer narrative:
Mixer linearity check and external monitoring of air delivery was suggested. Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: during preventive maintenance, the air supply alarm was found in the error log although there was no indication that there had been issues with the air supply.

Event description:
Hamilton medical ag received the following description: during preventive maintenance, the air supply alarm was found in the error log although there was no indication that there had been issues with the air supply.

Manufacturer narrative:
Mixer linearity check and external monitoring of air delivery was suggested. Investigation is ongoing. Additional information added in follow-up #1 cer 140918. The issue was discovered during start up with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be the air inlet mixer valves no longer opening properly. After replacing the mixer valves, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the air inlet mixer valves could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.